Manufacturer narrative:
The event was confirmed as product was returned. The returned tasp exhibits signs of repeated use (nicked and gouged) and was chipped and worn. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial articular surface provisional fractured.